Manufacturer narrative:
Device evaluation summary: the inner spiral lumen and the taper tip had detached. The middle member remained intact with damage observed to the stent stop. The spirals were partially opened immediately proximal to the taper tip. A gap of 1.0mm was observed at the distal end of the spiral sleeve. The handle was disassembled, and the spiral bond inspected. A void was visible on one side of the glue fillet proximal to the glue port hole. Glue was observed in the middle member bond port hole. The cause of the detachment could not be determined through analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo evaluation one (1) photo of the delivery system and a video clip of the detached inner were received. The photo and video clip confirmed the detachment of the inner. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the cause of the reported tip detachment occurring during removal of the delivery system could not be determined from the pre-implant films provided. Images during implant were not provided and the reported event could not be assessed. It was reported that this iliac tip detachment occurred during implant and removal via the patient's left common/external iliac artery; therefore, it is possible that implanting the stent graft limb and removal of the delivery system through this severely tortuous anatomy may have contributed to the event. It is also possible that the patient¿s pre-existing dissection may have also been a factor. A device issue cannot be ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 130mm abdominal aortic dissection. It was reported that during the index procedure, stent graft deployment occurred normally and the deployed graft was positioned as planned on the left side. When the physician was preparing to remove the delivery system, it was noted that the delivery system closed normally moving the grey handle to the blue, but no movement of the tip capture/spindle occurred. The physician withdrew the delivery system out of the patient's left femoral but the spindle with the tapered tip stayed in the patient over the wire. It was visible at the site of entry and so the physician was able to catch the spindle with his hands and withdraw it out of the patient without any resistance being felt. The treatment continued as planned after the removal of the tip. As per the physician, the cause of the event is related to a product failure. It was noted that none of the accessory devices contributed to the even and there was no loss of guidewire support during the procedure. No additional clinical sequelae were reported and the patient is fine.